Manufacturer narrative:
The device was returned to a zoll approved business partner for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The o2 cell on the rcs kit will be replaced. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "runtime calibration failure - 1051," "off set self check failure - 1174," "internal comm failure - 1474," and "compressor failure - 1002" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.